Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with left side pain, high capture with the lead appearing more forward on x-ray. Unable to reposition the lead, the lead was explanted.